Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's button got stuck. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump's button got inflated with air and it was happened 3-4 times already. Customer stated that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer states that there was no response from any button. The customer was advice to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Device received with pillowing keypad overlay.